Event description:
On (B)(6) 2025, the patient's mother reported that her son experienced elevated glucose levels (>400 mg/dl) while wearing the pod on the abdomen for 36-48 hours. The patient presented with symptoms including vomiting, nausea, and inability to walk. He was admitted to (B)(6) hospital, where he was diagnosed with diabetic ketoacidosis (dka). Treatment included IV fluids and insulin administration every 2 hours. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.